Manufacturer narrative:
Agent reported revision surgery due to the patient was complaining of pain. Opted a revision surgery to resurface her patella (this was not done on her primary surgery) and to replace her insert with a thicker size. Complaint has been evaluated and is similar to report number 1644408-2023-00042; 342-10-705, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to the patient was complaining of pain. Opted a revision surgery to resurface her patella (this was not done on her primary surgery) and to replace her insert with a thicker size.